Event description:
Clinician reported placing ear tubes in her clinic in a 4-year old female patient using the hummingbird tympanostomy tube system. The system was used to successfully place a tympanostomy tube (tt) in the first ear. In the second ear, the child's head moved slightly during the procedure, causing the tube to be delivered medially into the middle ear space. The clinician attempted to retrieve the tt, but was not able to extract it during the procedure in the office. An operating room follow-up to locate and extract the tube under general anesthesia was scheduled. The follow-up procedure was not able to locate the tt in the middle ear space. The doctor reports that patient has no symptoms related to the medialized tube and there is no adverse impact on patient hearing. Patient will be monitored for symptoms and appropriate action taken if any occur.

Manufacturer narrative:
The internal complaint reference for this incident is (B)(4). The insertion device involved was discarded by the customer and is not available for evaluation. Patient motion during the procedure is a known risk of the in-office ear tube procedure. Instructions for use and clinician training process both address the need for patient stabilization during the procedure. Risk management review was conducted and the reported harm has been appropriately documented in the risk management file. DHR and complaint review for the lot number involved did not reveal any issues that would have contributed to this incident.